Manufacturer narrative:
The customer indicated the use of a qualified iol. Two viscoelastics were indicated: only one is qualified for this lens/cartridge combination. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The cartridge was returned. An inadequate amount of viscoelastic was observed inside the cartridge. The cartridge shows evidence of being placed into a handpiece. The customer indicated the use of a qualified lens with a qualified handpiece. Two viscoelastics were indicated, only one is qualified for the lens/cartridge combination used. Based on the associated iol file evaluation, the results indicate the lens was damaged. The root cause of the event "lens split, explanted" may be related to a failure to follow the directions for use (dfu). Inadequate viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that during a cataract removal with intraocular lens (iol) implant procedure, the lens split as it went into the eye. The lens was exchanged for another lens of the same type. Additional information has been requested.